Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "replace sensor" message after 3 days of wearing the adc freestyle libre sensor. Customer experienced loss of consciousness and self-treated at home. No third party treatment was required. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported receiving a "replace sensor" message after 3 days of wearing the adc freestyle libre sensor. Customer experienced loss of consciousness and self-treated at home. No third party treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported sensor 0m000g89yyh has been returned and investigated. Visual inspection was performed and no issues were observed on sensor patch. Data was extracted from returned sensor using approved software. Sensor was found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Observed damaged guide tabs upon visual inspection of sensor plug. Correct plug seating was not prevented by the damaged guide tabs. Therefore would not have caused the customers complaint. Sensor was reprogrammed and sim vivo (simulation of the electrical signal produced by the sensor tail) test was performed. All results were within specification. This issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.